Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention at his local fire station due to hypoglycemia. The patient's blood glucose levels dropped to 30 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with oral glucose. The patient did state he increased his correction factor from 1:73 to 1:75 and increased his target glucose to 130 mg/dl. The patient was provided support and training over the phone from the insulet representative.